Manufacturer narrative:
A medical review of the available information was performed. The application of bioglue in the systemic arterial circulation, i.e. Aortic valve or aorta, would not result in a pulmonary embolus; specifically, this would result in an arterial embolus to an end organ, not to the lung. A true pulmonary embolus would require introduction of bioglue through the venous system, right atria, or pulmonary outflow tract. The specific application of bioglue is unknown; however, it seems highly unlikely that bioglue would have been introduced into the pulmonary outflow tract or pulmonary artery during a surgical procedure involving a rvot (right ventricular outflow tract). Additionally, the instructions for use stats "do not...use bioglue in a manner that would contact or obstruct circulating blood flow during or after application. Bioglue entering the circulation can result in local or embolic vascular obstruction." Furthermore, a pulmonary embolus is a well established post-operative complication in many surgeries including cardiovascular and cardiothoracic procedures. Therefore, it is possible that this death is a result of a known, potential post-operative complication related to the procedure, rather than the direct result of the use of bioglue. With the available information, no conclusion can be drawn at this time. Manufacturer did not receive form 3500a from user. This report is closed, unless otherwise specified.

Event description:
According to the report, during correspondence with a surgeon cryolife representatives were informed that approximately 3 to 5 years ago two patients died and the surgeon attributed the deaths to the use of bioglue. This report represents the first of two incidents. Specifically, during an unspecified cardiac procedure, bioglue (lot number unknown) was applied. Subsequently, the patient died of a pulmonary embolus. The surgeon was not willing to elaborate any further and has stated that he does not want to discuss either case.